Manufacturer narrative:
An event regarding tibial loosening involving a series 7000 standard tibia was reported. The event was not confirmed. The exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.

Event description:
It was reported that the tibial implant subsided and was loose. Revision occurred.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that the tibial implant subsided and was loose. Revision occurred.